Manufacturer narrative:
This MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition with no appearance of any physical damaged. Error history log review found a primary audible alarm background test. Unable to duplicate primary audible alarm background test during occlusion test. The root cause of the reported issue was unable to determined, pump was operate as intended. Actions were taken to mitigate the reported issue: replaced speaker for preventive. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump had a system failure - primary audible alarm background. No patient injury was reported.